Manufacturer narrative:
(B)(4) 2015 follow-up: contact reported that customer's lowest bg value after the event was 61 mg/dl. Customer was monitored every 15 minutes and bg value was treated with food, per advice from health care provider. The t:slim user guide indicates that the device is intended for the management of diabetes mellitus in persons requiring insulin, for individuals 12 years of age and greater. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered an inaccurate carbohydrate value and delivered an incorrect dosage of insulin (9 units). Customer's blood glucose (bg) level was 125 mg/dl at time of report. Customer was disconnected from the pump, health care provider was contacted, and bg level was monitored.